Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis, with blood glucose levels above 1000 mg/dl. The customer had been experiencing high blood glucose levels for two weeks prior to the event. Troubleshooting was performed. The date was programmed correctly, but the time was an hour off. All other programming was correct. The insulin pump passed the prime and high pressure tests. Nothing further was reported.